Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported bilateral ruptures. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on the posterior side assessed as fold flaw opening. Additional observations. Wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported bilateral ruptures. Device has been explanted. This relates to the right side.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6.